Event description:
As reported on (B)(6) 2014, a (B)(6) year old, female presented for a microwave ablation procedure of a deep seated lung tumor in the right upper lobe, approx 4.5cm deep to the pleura. A 2 minute, 140 watt microwave ablation was performed with a 22mm diameter x 30mm long ablation zone being anticipated. As reported by the treating physician, the acculis local control station appeared to work as normal but the accu2i pmta applicator was allegedly not adequately cool as the ablation tracked back along the needle of the accu2i pmta applicator, extending the ablation at least 45mm proximally to create a cylindrical ablation involving the pleura, and a 4.5cm bronchopleural fistula. Post ablation, a chest drain was placed, and the pt was transferred to high dependency unit for monitoring. On (B)(6) 2014, the drainage catheter removed, and the pt was discharged home on (B)(6) 2014. The reported acculis microwave tissue ablation (mta) system has been returned to the MFR for eval.

Manufacturer narrative:
The acculis microwave tissue ablation system consists of a sulis v pmta generator, acculis local control station (lcs) and accu2i pmta applicator. The acculis lcs and the sulis v pmta generator involved in the event were returned for eval and investigation. Both the lcs and the generator were received in good physical condition. No faults were noted, and both units passed functional checks and simulated treatments which includes thermal temp trip tests at 38 degrees c, 46 degrees c, and 50 degrees c. Both devices meet all acceptance criteria and functioned as expected. The applicator returned to the MFR for eval and investigation. A visual inspection of the applicator assembly and cartridge assembly noted no physical or structural damage or defects other than the applicator tubing that was cut by the user post procedure. A review of the mfg records was performed. No issues were noted in the device history records for the lcs and generator and no issues noted in the lot history confirmed that the all devices met all material, assembly, and performance spec prior to distribution. Although the root cause cannot be determined, it does not appear to be mfg or design related. Suspect medical device #2: brand name: acculis local control station; common device name: microwave ablation system and accessories; catalog#: 806-011; serial#: (B)(4). Suspect medical device #3: brand name: sulis pmta generator; common device name: microwave ablation system and accessories; catalog#: 806-010; serial#: (B)(4).